Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection found the top case was cracked by the left front bottom corner. Cracked right plunger case and no visible contamination. During the power up process, syringe testing and using biomed diagnostics monitor syringe plunger sensor, the reported problem was duplicated. The root cause of the reported issue was found to be dowel pin came out of plunger head mount. This was caused by a design issue. Replaced plunger head mount and dowel pin. Performed calibration on the pump and passed all the functional tests.

Event description:
It was reported that there was a plunger sensor damaged error. No patient injury was reported.